Manufacturer narrative:
(B)(4). This complaint for a report of a leak could not be confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. Baxter is attempting to obtain additional information. The lot number was initially provided by the customer. Therefore, a batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A homecare services representative sent an email notification of a complaint on behalf of the customer to corporate product surveillance on (B)(6), 2012. The customer reported that a cassette had leaked and that she would not use them. Baxter product surveillance contacted the patient's nurse on (B)(6) 2012. She stated that the patient had reported the issue with the cassette to her, but that the she did not have any further information regarding the details of what had happened. She had not yet discussed with the patient where the leak was coming from or when the leak occurred during therapy. The nurse stated that the patient was continuing therapy on the homechoice, and that there were no adverse effects reported in relation to this incident.